Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position; however, the reported stent dislodgement appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. An unspecified guide wire and 6f non-abbott guide catheter were advanced in the patient anatomy. A 3.5x33mm xience sierra stent delivery system (sds) was then advanced over the guide wire into the guide catheter. The sds had not been fully inserted into the patient anatomy when resistance was met with the guide catheter, and the stent dislodged inside the guide catheter. The sds was removed without issue. The guide catheter and dislodged stent were withdrawn together from the patient anatomy without issue. It was confirmed that the stent did not remain in the patient anatomy. A new guide catheter and a new same size xience sierra sds were used to successfully complete the procedure. There were no adverse patient effects, and there was no clinically significant delay in the procedure. No additional information was provided.